Event description:
Reporter noted "vacuum" did not feel right; aspiration not strong enough. Mild wound burn occurred. Changed settings from 25 to 29 and completed case. Three sutures required to close wound after implant. Prognosis reported as excellent.

Manufacturer narrative:
A company service rep checked system; unable to duplicate performance problem reported. Performed pm per customer's request. No consumables were saved; handpiece serial number was not noted. Doctor would not disclose additional patient indentification information.